Manufacturer narrative:
The part has not been returned. Issue delayed the case by an hour and a half, no impact on pt outcome reported. Surgeon had re-placed the frame on incorrectly from the way he registered the pt.

Event description:
A medtronic rep reported, the treon navigation system had red crosshairs but instruments and frame were tracking green status after draping. The probe started tracking above the pt's head and the frame was on backwards. The surgeon rotated the frame 180 degrees and checked the accuracy and he said it was 2 inches off superior. Site then completed a tracer registration and continued the case with navigation. No impact on pt outcome reported.